Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the pace sense portion of this right ventricular (rv) lead was partially abandoned due to intermittent inadequate numbers. The lead remains in service. No additional adverse patient effects were reported.